Event description:
Caller reported a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Customer was assisted by technical support to perform a complete pump reset, which resolved the issue as the pump no longer displayed the error code. The caller successfully started their sensor session afterward.